Event description:
It was reported that the device was used during an laparoscopic cholecystectomy procedure. It was reported that the clips would not form properly. Another device was used to complete the case. There was no consequence to pt.